Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further investigation/workmanship results: according to the information gathered during the investigation, there is enough evidence to support that devices were assembled in accordance with allergan medical procedures and specifications. During the device analysis it was observed void on valve side, out specification per (B)(4) (texture side). However, the workmanship not had any relation with the reported event. Even though there is a month above the upper control limit on (B)(6), the documentation and analysis of the pr involved in this month was reviewed and no issues were found, neither did identify any deviations, errors or non-conformances that may be associated with the reported event. The issue with (void on valve side) will continue to be monitored and corrective action will be taken in the future if deemed appropriate.

Event description:
Physician reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: curved opening, fold creases, and wear abrasion. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on patch bond edge assessed as unidentified(tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Observed void on valve side out of specification, assessed as workmanship. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening.

Event description:
The device has been explanted.